Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was pneumoperitoneum leaking from the trocar. The sales rep. Stated that the device was leaking between the reducer cap and trocar when torque was applied while using a scope. The same device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.